Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer septal occluder was selected for implant using a 9f amplatzer torqvue delivery system. During implant, when deploying the occluder, the left disc deformed into a cobra shape. The occluder was retracted and removed from the patient, then reloaded for a second attempt. However, the cobra deformation persisted. No interaction with cardiac structures during deployment was reported and there were no angulation or kinks observed with the delivery system. The occluder was exchanged for a new 20mm amplatzer septal occluder and was successfully implanted using the same delivery system. No patient consequences were reported and the patient was discharged.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Information from field indicated that there were no interactions with cardiac structures and no angulation/kink observed with the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Image received appeared to show device in cobra deformation. The cause of reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.